Event description:
It was reported that this dual chamber pacemaker exhibited high out of range right ventricular (rv) pace impedance measurements, measuring greater than 3000 ohms. Subsequently, this triggered a lead safety switch to occur, switching the rv pace/sense from bipolar to unipolar. In addition, it was noted that there was noise and oversensing, but no pacing inhibition as a result. The patient is not dependent. Technical services recommended troubleshooting options as well as recommended the rv lead be further assessed. The clinician is consulting with the patients following physician. The device remains in service at this time. No adverse patient effects were reported.